Manufacturer narrative:
The tubing kit for the ablation system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation, the saline tubing was reported to be leaking. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.